Event description:
It was reported that merlin.net transmission noted the device reached eri. Based on the battery longevity calculation, it appears that the device had depleted rapidly since implant. The device was explanted.

Event description:
The lead was capped.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was analyzed with a new battery and was found to be normal. The battery was sent out to the vendor for further evaluation, and an internal battery anomaly was found, which caused the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.